Manufacturer narrative:
Operator of device: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported system failure error. No patient injury was reported.

Manufacturer narrative:
Additional information was received and attached on (B)(6) 2022 to the complaint: no patient incident was reported. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the top case chipped at the front corner. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during testing. No fault was found. No corrective actions were taken, however preventative maintenance was performed on the pump. The root cause was not detected as no fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.